Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. However, product record review was conducted. Analysis of available information suggests a device problem, but the specific failure is unknown. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically investigation conclusion code was selected because the reported observations were traced to the device, but a specific cause could not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the field representative called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored episodes. Upon review, the presenting electrogram (egm) showed the patient to be in a true ventricular tachycardia (vt) arrhythmia. The device delivered ten bursts of anti-tachycardia pacing (atp) where the vt broke after the second atp burst but picked up again leading the device to deliver eight more bursts of atp. The therapy was exhausted, however, patient vt arrhythmia persisted. Ts noted the device also exhibit farfield oversensing. Ts discussed programming optimization options. At this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the field representative called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) stored episodes. Upon review, the presenting electrogram (egm) showed the patient to be in a true ventricular tachycardia (vt) arrhythmia. The device delivered ten bursts of anti-tachycardia pacing (atp) where the vt broke after the second atp burst but picked up again leading the device to deliver eight more bursts of atp. The therapy was exhausted; however, patient vt arrhythmia persisted. Ts noted the device also exhibit farfield oversensing. Ts discussed programming optimization options. At this time, this ICD remains in service. No adverse patient effects were reported.